Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a company representative via a healthcare professional (hcp) regarding a patient who receives dilaudid (150 mcg/ml at 50 mcg/day) and bupivacaine (20 mg/ml at 6.67 mg/day) from their implanted pump. The indication for use is non-malignant pain. On (B)(6) 2015 the rep reported that a catheter revision was being done today because the catheter segment had migrated from the intrathecal space. The hcp felt that the patient had experienced severe spasticity and pain at the catheter site attributed to spinal catheter nerve route irritation. Additional information was reported by the rep on (B)(6) 2015, since implant ((B)(6) 2015) the patient had extreme pain at the catheter site as well as muscle spasms. The hcp determined there was irritation to the dorsal nerve root. On (B)(6) 2015 a catheter revision occurred to remove the spinal segment to allow the dorsal nerve roots to heal. The pump was turned to minimum rate at the time and the patient was given oral pain medications. Following the revision, the patient was referred by their physician to a cardiologist due to concerns with the electrocardiogram (EKG). When asked if the patient had any underlying cardiac health problems the rep stated the EKG was procedural and the managing physician was concerned and therefore referred the patient to the cardiologist prior to surgery. The cardiologist reviewed the patient's EKG work-up (B)(6) 2015 and gave the clearance for surgery. On (B)(6) 2015 a catheter revision was performed, a catheter was spliced to the existing catheter portion and the pump was restarted at the original therapeutic rate.